Event description:
Device analysis is provided.

Manufacturer narrative:
Is frequency of occurrence of this event addressed in the device labeling? N. If no, then is frequency greater for this event than is usual? Y. Is severity of occurrence of this event addressed in the device labeling? N. If no, then is severity greater for this event than is usual? U. X-ray of lead indicates the j stiffener wire is fractured approx 13mm with only one other approx 6mm section of j wire rec'd, which is located approx 100mm proximal of the electrode tip.